Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
During a transfemoral tavr procedure, a 26mm sapien 3 valve was prepared with 1.5cc less than nominal volume (21.5cc) and deployed in a final 80:20 aortic/ventricular (a/v) positon. Paravalvular leak (pvl) was noted post deployment and post dilation was performed with 1cc additional volume. Following post dilation, the patient's pressure dropped and an annular rupture was observed. The patient was placed on bypass. Open surgery was performed and repair of the rupture was attempted. The rupture was stitched and patched. The repair took about 3 hours, but held. At this point, it was noted that the ventricle was not moving due to a large hematoma in the ventricle wall. The patient expired during the procedure. The native annular diameter measured 24.2mm by CT. Severe annular calcification, severe native leaflet calcification and mild aortic root calcification were reported. Severe calcification in the lvot was also reported. It was perceived that the severe annular and lvot calcification contributed to this event. The severe lvot calcification was noted prior to the procedure and precautionary measures had been taken.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. The review of the procedural echo images revealed severe calcium in the annulus and native leaflets. Calcium was also observed in the lvot. Bav was performed. The valve deployment was observed to have been performed with slow inflation, and good inflation was noted. The valve was well positioned. The post dilatation aortogram demonstrated an annular rupture within the area of the annulus lvot calcium. It was observed that the 26mm sapien 3 valve was too large for the native annuls (20% oversized). The valve frame, deployed within the heavily calcified annulus and lvot, likely caused the event. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, in addition to patient factors (severe annular calcification, severe lvot calcification), procedural factors (post dilation), likely contributed to the annular rupture and subsequent death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.